Event description:
The device was used on a pt who presented with traumatic brain injury. During surgery the im3 bolt was placed and turned 360 degrees, a problem was experienced trying to place the catheters down the temperature and oxygen channels. No pt injury was reported. It is unclear if intervention was required.